Event description:
A report was received that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1132; sn: (B)(4). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.